Manufacturer narrative:
Product ID neu_unknown_lead, serial# unknown, implanted: 2012-(B)(6), explanted: na.

Manufacturer narrative:
Product ID neu_unknown_ext, lot# unknown, implanted: 2012-(B)(6), explanted: na, product type lead product. (B)(4).

Event description:
It was reported that during a procedure to implant the implantable neurostimulator (ins), one of the leads showed high impedances (>40,000 ohms) on all contacts. The physician disconnected the lead from the ins, cleaned it, and reconnected which resolved the impedance issue. There were no patient symptoms associated with the event. However, it was noted the due to this issue, the patient needed "new anesthesia". The patient outcome was reported "okay" with no injury or adverse event noted. If additional information is received, a follow up report will be sent.